Manufacturer narrative:
Additional information from section d4, primary unique device identification (UDI): (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. After removal of the delivery system from successful valve placement, the patient developed complete heart block. A temporary rv lead was placed from the right neck. Ep consulted to determine the need for a permanent pacemaker.